Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was could not be turned off to reset it. Customer's blood glucose was 150 mg/dl and continued to use pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cgm issue was verified; however, the pump inability to shutdown was not verified.